Event description:
It was reported that the connectors were broken on the electrodes with some in the incorrect place.

Manufacturer narrative:
Based on the available information this event is deemed a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow up report will be submitted. A return sample for evaluation is not expected. Note: the actual date of event is unknown, so the date used was the date convatec became aware.